Event description:
The following information was provided: reamer handle loosened. Case type / application: (B)(6). Update from mps: "hello, yes, it seems to be a screw that loosened during the sterile cleaning process resulting in the reamer loosening. This occurred during the cleaning process not during a case.".